Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customers blood glucose (bg) was elevated due to several of the occlusion events, dates unknown, the pump displayed a bg of "high," specific values not provided. Elevated bg was addressed with a manual correction injection. The customer continued to use the pump for insulin therapy.